Event description:
It was reported that the day after a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial complex intervention involved a bifurcation and kissing technique in the obtuse marginal (om) and circumflex (cx). The physician placed a taxus express2 8.8% 25 x 16 mm, a taxus 2.5 x 24 mm and a taxus 3.0 x 16 mm drug eluting stent. Timi 3 flow was established. The pt was discharged on plavix, asa, and a 2b/3a. The following day the pt experienced shortness of breath, diaphoresis and substernal chest pain and called 911. They came in and were found to have unilateral white out on their chest x-ray, diagnosed as diffuse acute lung injury or atypical pulmonary edema. Despite 2 normal ekgs, 8 hours apart, normal bnp and normal troponin levels, they were returned to the cath lab and found to have an occluded proximal stent in the cx. The physician diagnosed this as an abrupt closure, subacute thrombosis. The treatment was an angioplasty. The pt was put on a heart pump and sent to ICU. The physician is concerned about the pulmonary presentation and silent EKG and a possible allergic reaction to the paclitaxel. The pt remains on a pump, with trouble oxygenating. The physician feels their lungs are improving. The physician reported that the pt was extubated but needed to be reintubated and diaphoresed as they are still quite ill. Additional info has been requested.

Event description:
Same case as 6000089-2004-00381 and 6000089-2004-00401.